Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had small air bubbles about the size of champagne bubbles. The blood glucose reading 158 mg/dl. The customer did not want to troubleshoot the issue at the time of the call. She stated that she prefilled her reservoirs, which was advised against, as this can cause air bubbles. The customer also stated that she had to have her husband prefill the reservoirs since she is unable to do it. She insisted that she would just get off the insulin pump therapy when her husband was not available; this was advised against. Advised the customer speak with her doctor regarding the issues. Nothing further reported.